Manufacturer narrative:
Section a2, a4, and a5: unknown, asked but not available. Section d6a: na as the lens was remain implanted. Section d6b: na as the lens was remains implanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that a preloaded monofocal intraocular lens (iol) trailing haptic stuck in the injector during implantation or application. Surgeon was able to fully insert and use the lens (implanted). No patient injury or medical and surgical intervention is required. No further information was provided.